Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a motor error alarm and an error alarm on the insulin pump during the priming process. Customer does not recall any significant events leading up to the error alarm. Customer stated that his blood glucose level was high at the time of the call, but did not provided the exact value. No further information was provided.